Event description:
The ivus catheter initially worked after placement into the patient until the catheter hit a bend in the circumflex and then the catheter failed. The catheter was removed and replaced without harm to the patient.